Event description:
The optease filter's strut was broken during removal using a balloon. This filter was titled in the ivc, and the retrieval hook was close by the vein wall, so a snare could not be used to catch the hook. The access site was the right femoral vein, and the intervention was noted to be successful. The indication for initial filter insertion was deep vein thrombosis. There was no report of any adverse effects to the pt. Additional information, including the date of initial insertion, has been requested, but has not yet been forthcoming. The product is available for evaluation and testing.